Event description:
The clinician reports the implant was inserted (B)(6) 2013 in fdi 46. On (B)(6)2019, loss of osseointegration was verified. Patient presented with bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: pain and increased sensitivity. No further patient complications were reported.